Manufacturer narrative:
The information provided in date of event with the initial report was incorrect. The correct information has been included with this report (B)(4).

Event description:
The customer visited to emergency medical service.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to low blood glucose with blood glucose of 22 mg/dl on (B)(6) 2019. The customer blood glucose was 22 mg/dl at the time of the incident. The customer was treated with glucose tablet and the food. The insulin pump will not be returned for analysis.